Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal plate on the tip of the wand came off when mr (B)(6) was working in the peripheral compartment. This was the second time mr (B)(6) had used a flow50 wand, the first time rep (B)(6) was present. Mr (B)(6) knows not to bury the wand in the soft tissue. The metal plate was attempted to be flushed out and then couldn't be found. No patient injury or significant time delay reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with rounded edges on the remaining electrode legs. There are a significant amount of scratch marks on the spacer, black shrink tube and exposed shaft. The shaft is the only component on the device that was returned for evaluation; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.